Event description:
It was reported by service report that no motor functions are present. This was due to a set screw on the CPR release micro switch not properly adjusted. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Set screws for microswitch out of adjustment.